Event description:
The patient was admitted to the hospital in (b) (6 2010 for 2 days due to elevated blood glucose. The patient's physician believes there is an issue with the infusion device. The patient began use of another device and blood glucose decreased. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.